Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 51 mg/dl. The customer reported that they had no reaction when pressing buttons and noticed that the pad was lifted up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response during testing due to broken trace on keypad assembly.